Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump screen was scratched. The customer's blood glucose level at the time of incident was unknown. The customer was advised if they could read the pump screen to continue to use the device, but if they could not, to discontinue use of the device and revert to back up plan. The customer declined to receive continuation of therapy pump and would think about how to proceed with replacement.